Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that during a procedure, the evis exera ii xenon light source had no power. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified as the device was not returned. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction to g3 of supplemental report 91414: the aware date should be 31-may-2022.